Event description:
It is reported that the patient experienced stiffness. The patient underwent knee arthroscopy and lysis of adhesions on (B)(6) 2013.

Manufacturer narrative:
Operative notes do not indicate root cause. All primary cement was reported to be removed and the knee was irrigated. Excellent range of motion and stability were reported. An arthroscopy was performed at a later date and fibrous tissue was identified on the suprapatellar pouch, along with the inferior and distal patella. Large amounts of fibrous tissue were identified on the anterior and medial femur. An arthroscopic shaver was used to remove all fibrous tissue. Radiographs were not provided, therefore; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The complaint cannot be confirmed. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.